Event description:
The account alleges that the bed had an unintentional movement in the upward direction.

Manufacturer narrative:
The tech discovered that the label on the pt pendant was upside down. When pressing the light, the head went up. It appeared that the label had been removed and re-attached upside down. A new pt pendant was installed, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.